Event description:
Unresponsive, intubated pt had just been transferred form CT table to ed gurney when a loud pop was heard and flames appeared over the pt's right thigh region. Equipment in use at the time of the head CT included a portable ventilator with oxygen feed, a slider board to assist with pt transfer from CT table to gurney, and a bair hugger blanket which was not attached to the bair hugger warming device. The oxygen source was terminated at the same time the fire was immediately extinguished, and pt was hand-ventilated. The pt sustained a partial thickness burn to her right thigh.